Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that the 8mm small grasping retractor instrument had a broken wire. No fragments fell into the patient. The procedure was completed with no reported injury.